Event description:
When the power cord is not ran directly down through the legs there is a strong possibility the actuator will catch the power cord. Then as the table is lowered close to the far range of travel, the frame of the unit will cut the power cord. Note there are not any straps, guides, or indications that the power cord should be ran a specific way in the manual.